Event description:
Event description cpi received information that at a routine follow-up exam of an implantable cardioverter defibrillator (ICD) and epicardial patch lead system, the therapy history indicated a shock was delivered into high impedance, which indicates a possible shocking lead fracture. The pocket was opened and the lead and ICD examined, but no problems were noted with either. Because the system had been implanted for over two years and also because the problem could not be located, the physician elected to cap the lead system and replace the leads and ICD.